Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for three patient samples tested for multiple assays on the cobas 6000 c (501) module - c501. Of these three samples, two had erroneous results for gluc3 glucose hk gen.3 (glu) and tp2 total protein gen.2 (tp). The erroneous results were not reported outside of the laboratory and the repeat results were believed to be correct. The first sample was processed on a modular pre-analytics system (mpa) and then initially tested on the c501 analyzer, resulting with a glu value of 2 mg/dl. The sample was loaded directly on the c501 analyzer and repeated, resulting as 131 mg/dl. The second sample was processed on the mpa system and then initially tested on the c501 analyzer, resulting with a tp value of 0.7 g/dl. The sample was loaded directly on the c501 analyzer and repeated, resulting as 5.3 g/dl. The patients were not adversely affected. The glu and tp reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer stated the customer found that a reagent probe fitting was loose. He checked the analyzer, gear pump, rinse levels, and alignments. He ran precision studies.

Manufacturer narrative:
The issue was determined to be caused by the loose probe fitting. No similar events have occurred at the customer site within the past 12 months. Complaints involving the probe fitting were evaluated and no abnormal trends were identified.